Event description:
The customer reported, "failure cycle power error." The customer described a no boot stimulation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.